Manufacturer narrative:
The customer returned the suspected contour next one meter and contour next test strips associated with the event for evaluation. However, the returned test strips expired in jul-2022. The contour next control solution associated with the event was not returned. Therefore, the returned meter was tested with the in-house contour next test strips and control solution from different lots than the one associated with the event, which gave a satisfactory performance. The control readings obtained during in-house testing were properly marked as control tests.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. The customer did not provide the lot # and model # for the suspected contour next control solution, therefore the information was not captured.

Event description:
The customer reported that he ran a control test at 7:11 a.m. And obtained a reading of 248 mg/dl on the contour next one meter. The meter did not automatically mark it as a control test, and so the reading will be displayed as a blood result when accessing the meter's memory. During the call, three additional control tests were run, and the readings were properly marked as control tests. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.